Manufacturer narrative:
Initial and final MDR 1910281 - MDR 3003442380-2024-13904 - device 4 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that a patient faced five similar events of kinked cannula issue, that occured within three hours of insertion, after being used for a few hours, on (B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024 and(B)(6)2024. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.